Event description:
A pt was recently admitted to a medical center for a hip fracture, treated by dr. This occurred about a month ago. During that fall pt also struck their left knee, which has a total knee replacement in it performed about 5-6 years ago. Since then pt has had clicking in their knee, catching and occasional locking where pt is unable to bend or extend their knee. Pt feels that this is occurring right around the patellar area. Pt has no tenderness in this area and pt has noted no swelling either after their fall or since then. Pt is troubled by this dysfunction in their left total knee arthroplasty and desires to have something done to restore it back to its previous condition. Examination of the left lower extremity reveals near equal leg lengths bilaterally. There is no tenderness to the hip. Pt has full range of motion. Pt is walking quite well without the use of a cane, although pt does carry one with them in case they need it. Pt is neurovascularly intact distally. There is no effusion about the left knee. No ecchymosis, no erythema. No warmth. Pt has range of motion of 0-80 degrees. Motor strength is 5+/5. Plan: "I have discussed condition with pt at length. We discussed the possibility of performing an arthrogram and pt is a bit hesitant about this. I have explained to pt that MRI and x-ray are unable to provide us with the info we need to know to decide whether or not pt needs a patellar revision. As a second alternative we discussed the possibility of arthroscopy, in which case we could debride or trim out anything else if it was not a patellar component problem at the same time. Pt liked this proposal and has agreed to left knee arthroscopy with possible arthrotomy and revision of the patellar component." Procedure: the pt was properly identified, taken to the operating room, where pt was placed under spinal anesthesia, positioned in the supine position and pt's left lower extremity was prepped with betadine and draped in the normal sterile orthopedic fashion. The previous incision was re-employed, dissected down to the extensor mechanism. A median peripatellar approach was utilized. The patella was everted, the knee was flexed and a 1/2" osteotome was used to remove the previous tibial insert. The insert was felt to be slightly large and pt was unable to get into full extension and not flex past ninety. The insert measured 19mm and a 16mm trial was inserted. The knee was run through a range of motion and was felt to be stable and had much improved motion. The patella appeared to have tracked in the midline. The trial insert was removed. The tibial tray was debrided of soft tissue and thoroughly irrigated with three liters of pulse lavage saline containing antibiotics. The 16mm actual poly insert was then snapped into place. The knee was run through a range of motion and was found to be stable and a drain was placed deep and then median peripatellar approach was closed with interrupted sutures of #1 ethibond. Subcutaneous tissues were re-approximated with vicryl and the skin was closed with staples. The wound was covered with xeroform gauze, sterile dressing flats and a compressive dressing was applied. During this procedure the pt received a total of crystalloid fluid, experienced minimal blood loss and a total tourniquet time of 55 minutes.